Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery was performed on (B)(6) 2016 to implant a viper cfs system onto the patient's l2-5 for the infection of the l3. It was discovered during the post-surgery check-up that the reported t20 hexlobe driver shaft was broken at the tip. The driver shaft might be used for inserting a screw into the l3 deeper. The breakage of the driver shaft was unnoticed during the surgery as the surgeon aborted the extra-insertion of the screw and continued the procedure. It is presumed that the broken part remains lodged into the hexlobe of the screw head. It was also reported that, while tightening the reported set screws into the reported cannulated cortical fix screw, which was inserted into the left l5 pedicle, an abnormal sound was heard, and the surgeon was unable to complete the tightening of the set screws as the set screws kept idling. The surgeon mentioned that he felt that the opening of the screw head became larger, and while inserting the set screws, he felt it kept advancing deeper inward the screw head. Despite the anomaly, the surgeon nevertheless continued the surgery without removing the cortical fix screw. The surgery was completed without locking the set screw into the cortical fix screw. There were no adverse consequences to the patient, but due to the event there was 30 minutes surgical delay.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found a fracture at the distal tip. Device was sent for fracture analysis which suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the viper2 t20 hexlobe driver shaft distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.